Event description:
On (B)(6) 2026, user contacted acorn to report that his stairlift had stopped operating near the bottom of the staircase. A service visit was scheduled for (B)(6) 2026. During the service visit, user informed the acorn technician that he had sustained an injury while using the stairlift on (B)(6) 2026. According to user, on (B)(6) 2026 he used the stairlift to travel up the staircase. As the stairlift approached the upper landing, it stopped before reaching the top charge point and could not be restarted. User exited the stairlift and attempted to continue up the stairs on foot. While doing so, his left foot slipped on the upper landing, causing the back of his left leg to strike the upper portion of the stairlift footrest. User sustained a laceration to the back of his left calf that required several stitches. Acorn records indicate that user contacted acorn on (B)(6) 2026 to report that the stairlift had been moving slowly and had stopped operating over the preceding weekend. During that contact, no injury or incident was reported. Acorn first became aware of the injury event on (B)(6) 2026 during the scheduled service visit.